Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. (B)(4) carrier would not retract. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim was used during an anterior repair procedure performed on (B)(6) 2015. According to the complainant, during the procedure and outside the patient, the carrier of the capio device extended to a certain degree and would not retract. The procedure was completed with another capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned capio slim revealed that the device does not have any failure. The carrier was actuated three times, it extends and retracts, within specifications and the complaint is not confirmed. A review of the device history record (dr) was performed and no deviation was found. The investigation concluded that no evidence of either the alleged issues or any defect which could have contributed to the event. Based on all gathered information, no further actions are considered necessary. The most probable root cause is not confirmed.

Event description:
It was reported to boston scientific corporation that a capio slim was used during an anterior repair procedure performed on (B)(6) 2015. According to the complainant, during the procedure and outside the patient, the carrier of the capio device extended to a certain degree and would not retract. The procedure was completed with another capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.